Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was "some kind of blockage" on the pump. Upon a review of the pump history, tandem technical support (cts) confirmed that multiple occlusion alarms had occurred. As the occlusion alarms occurred in the past, troubleshooting was unable to be performed. Reportedly, the customer was successfully able to change out all the supplies and stated the pump was "working well now". The customer's blood glucose level was not impacted.